Event description:
It was reported after opening the implant that the inside of the package had been damaged as if the implant was moving around inside. It was reported after opening the stem, particles were present and assumed to be metal but could not be determined. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 51-109070 tloc 133 mp sp t1 pps ho 7x99 3886220. Suggested component code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, h6, h2 upon receiving additional information, it was determined that this product should not have been reported, as it did not contribute to or cause the reported event.

Event description:
No additional event information to report at this time.